Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a textured to smooth exchange and rupture ("step ladder sign on ultrasound"). This record is for the right side. The device remains implanted.

Event description:
Healthcare professional later reported right side "ultrasound suggested rupture but implant was intact". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b2, b5, b6, h6.